Manufacturer narrative:
H4: the lot was manufactured from december 14, 2020 - december 15, 2020. H10: two (2) actual devices were received for evaluation. A visual inspection was performed using the naked eye and noted a non-baxter luer cap was attached to both units. A functional leak test was performed by filling the units with green colored water. After fill and prime, the non-baxter luer cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The samples were being monitored until the next day. The next day, no evidence of leak was observed from the unit with a white color non-baxter luer cap. However, leak was observed from the unit with a dark blue color non-baxter luer cap. The leak occurred from the dark blue color non-baxter luer cap because the cap did not fit the infusor unit. Baxter's blue winged luer cap was used to leak test the two infusor units and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) infusors lv (large volume) 5 ml leaked. The issue was identified before use. There was no patient involvement. No additional information is available.